Event description:
During an acdf at c4-5, c5-6 procedure, the tip of the angled awl broke off. The tip of the broken angled awl was not retrieved and remains in the pt.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Subject device has been rec'd and is currently in the eval process.